Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had woke up and their power cables were wet. The patient denied spilling any water/drinks and thought it was due to urine or sweat. It appeared that the patient had a few low voltage alarms when switching from the mobile power unit (mpu) to batter power, which was confirmed by the patient. The log files noted a low power hazard event on (B)(6) 2023 at 4:14:01 while connected to the mpu and a power cable disconnect event on the white power lead. The supply power from the mpu was low and fluctuating. The white power lead was then connected to battery power at 4:14:05, resolving the low power alarm. The patient stated that the alarms persisted and that they had intermittent no external power alarms while on battery power. The white power lead was then disconnected again, this time from battery power at 4:15:26 resulting in a low power hazard. The white power lead was then reconnected to mpu power at 4:15:31; however, low power alarms continued. The patient and his spouse thought that the system controller may need to be changed and disconnected the driveline. The driveline was then disconnected at 4:16:41 resulting in the pump being off for about 5 minutes as the driveline was reconnected at 4:21:48. The interruption in support resulted in the patient's loss of consciousness. The system controller remained connected to mpu power. Around 4:49:29, supply power from the mpu returned to its expected range and low power alarm conditions resolved. The urine/sweat was thought to be the cause of the low voltage alarms due to potential moisture in the battery clips. The alarms resolved once the driveline was re-connected, and the patient connected to the mpu. The patient was brought to the hospital for the alarms and loss of consciousness. The plan was to re-educate the patient on system controller exchanges, alarm maintenance and proper equipment management. The patient was stable and discharged home. Related MFR # 2916596-2023-03556 covers the pump stop and loss of consciousness on the pump. Related MFR #2916596-2023-03555 covers the low supply power on the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed; however, the reported event of the driveline being disconnected was confirmed via the log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Additionally, there were no photos or documents submitted that would indicate any fluid contaminate on the controller. The submitted controller event log file contained data spanning approximately 4 days ((B)(6) 2023 per the timestamp). The driveline was disconnected on (B)(6) 2023 at 4:16:41 and was reconnected at 4:21:47, and the controller was removed from external power from 4:18:01 to 4:21:16. This is consistent with the reported driveline disconnection and the attempted controller exchange performed by the patient and the patient¿s spouse. The alarm resolved on its own when external power was restored via the power cable leads. The root cause of the reported event of fluid ingress could not be conclusively determined through this analysis; however, the reported event of the driveline disconnect event occurring was due to the patient and spouse disconnecting the controller in an attempt to exchange the controller. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.